Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator elected to discontinue treatment and reported difficulty entering automated rinseback. Manual rinseback was attempted but not completed due to clotting of the extracorporeal blood set resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide contains adequate instructions for ending treatment and performing automated rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.